Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. During the procedure, a 7.0 x40, 75cm gladiator elite balloon catheter was advanced for lesion dilatation, and the balloon was pressurized to 8 atm for the first time, and it was found that the balloon was ruptured and could not continue to expand. After withdrawal and external pressure application, it was found that the balloon was obviously leaking liquid. The procedure was completed with another of same device. The patients condition following the procedure was stable.